Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was perform and it failed the voltage testing. Log review did not show anything related to customer complaint. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided. The reported failed transmitter error was not confirmed via data. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow-up report will be submitted once the evaluation has been completed.